Manufacturer narrative:
Results: visual inspection of the returned product showed the lens was received in liquid, the optic was torn and a haptic plate was torn off. (B)(4).

Manufacturer narrative:
(Correction to): adverse event. (Correction to): (other): disregard diopter +19.5, this field should be blank. (Correction to): type of reportable event: serious injury. (Additional information to describe event or problem): - the reporter stated the incision was enlarged and sutures were required. (B)(4).

Manufacturer narrative:
The previous rk was performed in 1994. Method: medical review. Results: per medical review - od: reportedly, lens was removed intraoperatively to address user error (the surgeon created too small incision for a cataract surgery). No reported problem with the lens. Incision was enlarged for lens removal and suture was placed for wound closure. No lens was implanted as a replacement. According to the completed questionnaire, dated on 06/18/2015, the event was caused by surgeon`s error and was not device related in origin. The same report stated that post-op bcva was 20/80. It should be noted that patient pre-existing ocular condition (retinal detachment in 2005) might have contributed to the reported va. (B)(4).

Event description:
The customer reported the surgeon made a small incision for cataract surgery in the right (od) eye and inserted the +19.5 diopter cc4204a collamer single piece lens . Patient had a previous rk incision 1974 and a retinal detachment in 2005. The lens was removed and the customer indicated the event was the result of a surgeon's error.

Manufacturer narrative:
(B)(4). Device history record review. Based on the results of the DHR review, the available information given within this complaint, product evaluation, and work order search, nothing in the manufacturing, sterilization, and packaging processes of the lens is likely to have contributed to the complaint.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).